Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, device appearance (air cavities are observed but it is not considered a defect due to the non-textured part located) opening and yellow particles. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify crease smooth in the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth in the anterior side due to a fold flaw opening.

Manufacturer narrative:
The reason for reoperation is deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.